Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist (tss) was showing online in remote support service (rss) and verified that disconnected mode icon has disappeared, and the refill information has crossed. The tss then advised customer to power off the station, then unplug/re-plug the lan (local area network) cable on both sides and power it back on afterwards. The system functioned as intended after the technical support specialist troubleshot and assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a station not communicating, disconnected mode icon on the screen. Refill information was not crossing to the station. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.